Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture's representative (rep) on 2017-feb-17. It was reported that the managing doctor was going to refill the pump with preservative free normal saline (pfns) and infuse that. The use of pfns, min rate mode and removing system contents procedure was discussed. The rep requested information regarding how long to infuse saline before re-imaging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that they were still unsure if it was an inflammatory mass (im) and would do some troubleshooting on (B)(4) 2017 at the catheter revision.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported to the rep by the hcp that the patient had a suspected inflammatory mass/granuloma. The hcp wanted information on how to manage the suspected granuloma. The rep was not aware of the patient experiencing any symptoms. The rep was to follow up with the patient's managing physician with information. It was unknown when the patient first started experiencing the inflammatory mass/granuloma. Additional information was received from a manufacturer's representative (rep) on 2017-jan-27. It was reported that the hcp initially reported the event to the rep. It was unknown when the patient first started experiencing the inflammatory mass/granuloma. It also unknown what diagnostics/actions/interventions were performed related to the inflammatory mass/granuloma. It was unknown to the rep if the inflammatory mass/granuloma had resolved. Additional information was received from a healthcare professional (hcp) on 2017-jan-31. It was reported that as an action/intervention taken to resolve the inflammatory mass/granuloma, the hcp stopped the flow slowly and changed to normal saline. The suspected inflammatory mass/granuloma had not been resolved and the hcp was planning to go try slowly stopping the medications and changing to normal saline.